Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6) , explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97791, serial# unknown; product type accessory product ID 97791, serial# unknown; product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4). Analysis of the lead (s/n (B)(4)) found no anomaly. Analysis of the lead (s/n (B)(4)) found no anomaly.

Event description:
It was reported that the patient¿s leads were explanted and replaced on the day of the report due to poor coverage (it was unknown if this was a gradual or sudden change). There was no patient injury or death related to this event. The manufacturer¿s representative (rep) further noted that after replacement effective therapy had not yet been established. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a few weeks later that the patient also experienced numbness and burning in the chest and rib from the initial implant. Painful rib stimulation was also reported. This was also why the lead was replaced. The doctor wants the patient to keep the device off, which it has been since implant. The doctor did not want the company representative (rep) to look at the device or reprogram to get stimulation to legs. The rep did not check the stimulation system at all. The plan was to turn it on, on (B)(6) 2015 at another follow up visit. Diagnostic testing or trouble shooting will be performed in the future.